Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon fired the device without issue on his first firing with a black load. On his second firing with a green load, the staples did not form correctly resulting in the surgeon having to over sew the unformed staple line. There were no patient consequences.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon fired the device without issue on his first firing with a black load. On his second firing with a green load, the staples did not form correctly resulting in the surgeon having to over sew the unformed staple line. There were no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was buttressing material utilized? If so, which product? What was the patient¿s bmi?

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was buttressing material utilized? If so, which product? What was the patient¿s bmi?